Event description:
During the insertion of the lens, a hole was torn in the lens capsule. The incision was enlarged to remove and replace the lens.

Manufacturer narrative:
Results: the lens was evaluated and one of the haptics was found bent. The cause of the damage cannot be determined.